Event description:
Pt was undergoing left laparoscopic hernia repair. During trocar introduction, after the abdomen insufflated with co2, and injury was sustained to the right common iliac artery and vena cava. Exploration of the femoral artery, repair of lacerations of the right common iliac artery, vena cava, and intraoperative arteriogram, were accomplished. Subsequently, popliteal thromboendarterectomy, intraoperative angiogram and revision of iliac graft were performed.